Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm one month ago. Vessel morphology was reported as there was a small diameter at bifurcation; and the iliac arteries are large, have circumferential calcification and mild tortuosity. It was reported that the endurant bifurcated stent graft was delivered; however, upon removal of the delivery catheter the physician was unable to reseat the nose cone. The physician pushed the delivery catheter up and twisted the catheter a few times and was able to reseat the tip into the sheath. The cause of the inability to reseat the tip was due to the pt's anatomy. The delivery catheter was removed from the pt. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results/conclusion: (small diameter bifurcation; iliac arteries are large, have circumferential calcification and mild tortuosity).